Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, product type :catheter. Product ID: 8709sc, lot# n232642001, implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 8709sc, serial/lot #: n232642001, ubd: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 4 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome, spinal pain, and non-malignant pain. On (B)(6) 2018 it was reported that per the patient, her pump flips in the pocket. There was no known environmental, external, or patient factor that may have led or contributed to the issue. A cap (catheter access port) dye study was performed on (B)(6) 2018 under x-ray and they were unable to aspirate the catheter. There was visible catheter entanglement of the pump segment. The issue was not resolved at the time of the report. A catheter revision was scheduled for (B)(6) 2018. The patient had no signs/complaints of withdrawal or change in therapy. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated